Manufacturer narrative:
The biomedical engineer (bme) reported to the remote service engineer (rse) that a 120a "high o2 supply pressure" alarm error message was displayed. The rse informed the bme that per the service manual, the manufacturer recommends: check the patient. If the oxygen (o2) manifold is installed, disconnect the o2 source from the ventilator and then reconnect the o2 source. The rse also mentioned that the cause could be the flow sensor assembly or gas delivery system (gds) and provided the bme with the part number of the gds for repair upon request. Per good faith effort (gfe) response, the bme confirmed that the data acquisition (da) printed circuit board assembly (pcba) was faulty after testing the device with a different da pcba from another device. The bme therefore replaced the da pcba and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Additionally, the bme noted that the defective da pcba was tossed.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that a 120a "high o2 supply pressure" alarm error message was displayed. It was reported that there was no patient involvement at the time the issue was discovered. The biomedical engineer (bme) reported to the remote service engineer (rse) that a 120a "high o2 supply pressure" alarm error message was displayed. The rse informed the bme that per the service manual, the manufacturer recommends: check the patient. If the oxygen (o2) manifold is installed, disconnect the o2 source from the ventilator and then reconnect the o2 source. The rse also mentioned that the cause could be the flow sensor assembly or gds and provided the bme with the part number of the gas delivery system (gds) for repair upon request. The investigation is ongoing.